Event description:
In 2009, the patient reported that 5 times in the last month the cannula of her infusion site has come out of her body, but the adhesive remains in place. The most recent incident occurred today, and her blood glucose elevated to 250 mg/dl. She stated that the cannula was bent. She did not have a replacement infusion set with her and she injected insulin via syringe to lower her blood glucose. Her normal blood glucose range is 60-120 mg/dl. She stated that she uses her abdomen as an infusion site and she practices proper rotation. She does not have scar tissue and the area is not irritated or infected. She stated that she changes the infusion site and tubing every 5-7 days. She was advised to change the infusion site every 3 days and the infusion tubing every 6 days. She stated that 4 of the 5 infusion sites that came out of her body had been in use for 2 days at the time of incident and one infusion site had been in use for 1 day. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.